Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had a fall about 3 months ago and now instead of their stimulation being in their lower back, it was in the crotch area. Pt said their healthcare provider (hcp) told them to call when they were done with surgery to have the ins reprogrammed (caller did not allege that this was in any way related to the mdt device or therapy). Pss redirected pt to hcp and emailed reps for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported pt said they had a rep come in a couple months ago to reprogram stim and pt said that worked fine for about 4 weeks in their lower back, but in the past couple weeks pt can't do anything anymore and could hardly because of their pain returning. Pt said because of their pain, their blood pressure is sky high and their heart had been palpitating a lot. Pt said the rep asked pt if the ins bothered them because the ins stuck out real close to the skin and they could feel the wires and stuff. Pt then repeated they had a fall and someone/something landed on top of pt and pt asked if it was possible that the ins had moved when pt fell. The patient was redirected to their healthcare provider. The patient reported the issue was not resolved. Pt also mentioned they were on group c for the pain, but that group went through battery fast so they had to charge at least twice a day and asked if there was a car or portable charging for pt to use while traveling or not by an outlet in the woods.